Manufacturer narrative:
The returned driver was examined visually and under magnification. A rough and brittle, torsional fracture pattern was identified at the radius where the shaft of the driver transitions into the hex tip of the driver. A torsional (twisting) fracture pattern likely indicates an excessive load along the central axis of the driver. Additional mdrs associated with this event: 3025141-2019-00209: screw, 3025141-2019-00210: plate.

Event description:
The surgeon was implanting an aculoc 2 plate, inserting a locking screw . The surgeon broke the driver tip in the screw head. The surgeon was not able to remove the driver tip from the screw head, so it remain implanted in the patient's body.